Event description:
The patient (with gastric perforation and intestinal obstruction) had hypotension during hemodialysis in the dialysis room, and alamin was injected with a pump to raise blood pressure. After setting the prescribed dose, the drug injection speed is visible to the naked eye, greatly exceeding the predetermined dose. The nurse stopped it in time to prevent the drug from continuing to inject, and then turned it off. After the machine was shut down, the injection pump was replaced to continue the treatment. The patient was kept under observation overnight. Due to the timely operation, the patient did not show any harmful manifestations. But the nurse thought that this issue may cause harm to the patient. The engineer of our company contacted the related person of this hospital,they only said that the machine was sent to third party maintenance company to repair,they can not provide the log and defective component for investigation. No serious injury was reported. Reporting due to potential overdose. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided therefore no review could be performed. The subject device (model injectomat agilia rc2, serial number (B)(6)) was not returned to our laboratory for analysis. Therefore, no further analysis could be performed. The reported event could not be reproduced and was not confirmed by our laboratory. Since the subject device was not returned, the root cause of this issue remains unknown (not returned). This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.